Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm the customer comment of a display malfunction, the display operation was verified however the interpose board was replaced as a preventive measure. It was further noted that the programmer had a long boot and therefore the hard drive was reconfigured and the software reloaded. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer display malfunctioned at boot-up. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.